Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Reported complaints of "broken-cracked-damaged-cut-sliced-hole" show an unfavorable trend year over year, with annual complaint incidents per million increasing from 13 in 2009 to 19 in 2010. There are no other complaints or incidents related to product lot number 11a064. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of broken distal luer was confirmed. Visual examination determined that the luer sleeve was completely broken off of the delivery tubing. Based on the evaluation, broken tubing near the base of the stem is due to excessive force applied to the component during filling. The root cause investigation is in progress. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Event description:
Baxter (B)(4) received a report that an intermate had a defective connector on the patient line before patient connection. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.